Event description:
It was reported there was a catheter revision due to a fractured catheter. A catheter revision was done to "repair" a fractured catheter "a few weeks" prior to the report date. No patient symptoms were reported. Since the time of revision, the patient's pump was programmed to a minimum rate mode. The healthcare provider planned to start the pump infusion therapy in simple continuous mode as of the report date. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.